Event description:
This is filed to report clip opened while establishing final arm angle. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a prolapsed posterior leaflet. The clip was inserted and placed on the valve. However, while establishing final arm angle (efaa), it was observed the clip continuously opened to roughly 45 degrees. Troubleshooting was performed, but the issues continued to occur. The physician decided to continue with the procedure and deploy the clip. To stabilize the clip, an additional clip was implanted, reducing mr to a grade of <1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported clip open while establishing final arm angle (efaa) was not confirmed as it could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported clip open during efaa could not be determined. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.